Event description:
It was reported that within about one month of implant, high threshold was noted. The rv (right ventricular) lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5554-45 lead implanted: (B)(6) 2014. (B)(4)